Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: 8110 sn: (B)(4) customer wanted to know why he was still getting this error code after he replaced the logic board. I explain the customer that the force sensor was bad. I also explain to the customer that he could replace the force sensor board. I also let the customer know that this is part of the house assembly. That's when the customer said ok that's it, that's why I could find it. He said ok thanks and ended the call. Failure device type: failure problem type: failure mode: case resolution: I explain the customer that the force sensor was bad. I also explain to the customer that he could replace the force sensor board. I also let the customer know that this is part of the house assembly. That's when the customer said ok that's it, that's why I could find it. He said ok thanks and ended the call. Ref: (B)(4).